Event description:
Reporter alleged blood glucose results of 431 mg/dl and 127 mg/dl obtained 5 minutes apart on the advantage system. Reporter stated customer had no symptoms. A back-up meter was available, and customer based treatment on result from back-up device. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.